Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia with a peak glucose of 388 mg/dl approximately one hour after changing infusion supplies, with glucose trending down during calls after the user remained connected to the ilet; no device alarms were reported and the user did not report issues with the infusion set, tubing, or cartridge, though an infusion site issue was suspected and resolved by the supply change. Symptoms included elevated blood glucose without signs of diabetic ketoacidosis. Outcomes included no emergency treatment, no hospitalization, and improvement of blood glucose after troubleshooting and education. Investigation included technical support review and user counseling on ketone action planning and site troubleshooting. Investigation of this case revealed no confirmed device malfunction and a probable infusion site or delivery issue that resolved after replacing supplies, with the device delivering correction thereafter. It was concluded that the event was consistent with hyperglycemia of unclear cause, with resolution after supply change and continued use of the ilet. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.